Event description:
On 31/oct/2021, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was recently hospitalized (initially reported as multiple admissions) for peritonitis. No additional information was provided during intake. Follow-up with the pd registered nurse (pdrn) revealed the patient was sent to the emergency room on (B)(6) 2022 with complaints of drain complications, nausea, vomiting, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) and intravenous (IV) cefepime and vancomycin (dose, duration, frequency unavailable). The patient¿s peritoneal effluent culture result returned negative; however, the patient¿s antibiotics were continued. The patient was discharged on (B)(6) 2022 in stable condition and has recovered from the events. The pdrn reported the cause of the peritonitis is unknown. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported complaint.